Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery using a proglide device after a percutaneous coronary stenting procedure. Reportedly, when the physician pressed the plunger on the device and harvested the suture, it was found that the knot/loop was formed outside the artery. The device was removed and another proglide was attempted. However, after harvesting the suture, the physician maintained tension on the rail suture and retrieved the device. Once the device was retrieved outside the body of the patient, the physician found that the non-rail suture broke and the knot was loosened while attempting to advance the trimmer down the rail suture. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported product experience was confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the plunger was inserted and retracted successfully without any observable resistance. The suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. Investigation of the returned device also indicated that the suture loop remained in the suture bearing, resulting in the whole suture containing the knot being removed along with the device. During testing, the suture bearing was inspected and there was no obstruction that could have prevented the suture loop from being released from the suture bearing. Every suture is appropriately inspected for proper assembly and loading into the device during manufacturing. There were no challenging anatomical conditions reported, which could have caused the suture loop failure to release from the suture bearing. Deploying the foot and needles outside the artery would result in the suture not being able to penetrate the arterial wall, which would have contributed to the suture loop not being able to release from the suture bearing as intended; however, this can not be confirmed. Based on the device analysis and manufacturing inspection criteria, the probable cause for the failure to release the suture loop from the suture bearing is related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality deficiency was detected. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. Based on the investigation, there does not appear to be any indication of a lot product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.